Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure in the lad. An angiographic complication of lateral branch occlusion occurred during the index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).